Manufacturer narrative:
(B)(4). Date sent to the FDA: 11/11/2020. Additional h3 investigation summary it was received for analysis, an empty opened foil, an empty opened labeled winding former and a used needle-suture piece of product code sxpp1a301, lot qdmcdb. During visual inspection of the sample, the swage and attachment area were as expected. Marks on the body needle that appears to be by the use of a surgical instrument could be observed. The suture was examined and body fluids at some barbs were observed and a side of the fixation tab were broken. As part of our quality process, the manufacturing records of this lot-serial number were reviewed, and the manufacturing standards were met prior to the release of this batch. No conclusion could be reached as on what caused that the fixation tab came off the suture (/suture was broken). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device lot qdmcdb, and no non-conformances were identified. Additional information was requested, and the following was obtained: it was reported "the fixation tab came off the suture (suture was broken) during continuous suturing on the fascia" please clarify: both events: "fixation tab broken and suture breakage" occurred during the procedure correct? No further information is available. Was the fixation tab intact when the suture was placed in the patient? No further information is available. Procedure date? No further information is available. Event date? No further information is available. What was used to complete the procedure? No further information is available. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent a cardiovascular procedure on an unknown date; and a barbed suture was used. During the procedure, the fixation tab came off the suture then the suture broke during continuous suturing on the fascia. There were no adverse patient consequences reported. Additional information was requested.